Event description:
End user reported red skin under the mass after a (5) five day wear time. The skin remains intact without pain.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End user was instructed in the proper removal process; also instructed in crusting using stomahesive powder and a protective barrier wipe. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.